Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. It was noted that the guidewire was cut during the initial implant and the piece that was left behind had migrated out of the tip of the lead. Follow up revealed the wire was still inside the lead, just part of it was sticking out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.